Event description:
It was reported that pump displayed malf 12 malfunction code, which recurred even after reset, and there were no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump and place it in storage mode, and was informed to use multiple daily injections as backup insulin therapy while replacement pump was arranged; customer acknowledged need to reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label within 10 days.